Event description:
It was reported that a fracture occurred. The small wire that is included in the accustick ii introducer system was inserted through the access needle. During manipulation of the two components the end of the wire was sheared off inside the patient. The device was successfully retrieved from the patient. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - received one guidewire with original opened pouch and product label. Residue was present on the device indicating use/ handling. The accustick device was not returned. A physical examination of the guidewire found it to be broken into two sections measuring 47.3 cm and 12.2 cm, therefore it appears that the complete wire was returned. A magnified examination of the guidewire fractured ends found the core wire outer diameter was slightly smaller and the material had been bent and deformed prior to failure. The deformation is consistent with failure from applied tensile and bending forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a fracture occurred. The small wire that is included in the accustick ii introducer system was inserted through the access needle. During manipulation of the two components the end of the wire was sheared off inside the patient. The device was successfully retrieved from the patient. No further patient complications were reported.